Event description:
It was reported that the iqvia tech arrived onsite and during functional testing the arctic sun device gave low flow alert 41. Per review of wo notes on 25jul2025, it was determined that the device had a failed circulation pump. Circulation pump command (cpc) was 100%, inlet pressure (ip) was -4.3, flow rate (fr) was 1.2, fluid delivery line (fdl) removed inlet pressure (ip) and flow rate (fr) dropped to 0.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed pressure transducer. Transducer reading -12.9 with the circulation pump at 0% power. Pressure transducer was replaced. The device would not fill completely. It took in 1.8 liters of water to read full. Replaced the missing fill hose on the level sensor cup. The arctic sun 6000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. No additional actions can be taken at this time. Corrections: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the iqvia tech arrived onsite and during functional testing the arctic sun device gave low flow alert 41. Per review of wo notes on (B)(6) 2025, it was determined that the device had a failed circulation pump. Circulation pump command (cpc) was 100%, inlet pressure (ip) was -4.3, flow rate (fr) was 1.2, fluid delivery line (fdl) removed inlet pressure (ip) and flow rate (fr) dropped to 0. Per sample evaluation results received via task on 18sep2025, it was reported that the device would not fill completely. It took in 1.8 liters of water to read full.